Event description:
It was reported the patient's scs trial procedure was abandoned. The physician decided to abandoned the procedure after multiple unsuccessful attempts to access the epidural space.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.